Event description:
It was reported that the device was explanted and replaced due to pocket infection. The infection was identified post procedure, during wound check. The physician believes the infection is not device or procedure related. The patient was in stable condition and did not experience any adverse events.